Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. It was reported that the patient experienced 1500 milliliters of blood loss. The patient was administered volume and red blood cells. Additionally, thrombus was identified and a thrombectomy performed. It was reported that the patient had normal distal pulses, and the site was free of bleeding. The patient survived normal device explant and the procedure.